Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and patient line. Customer's blood glucose level was 200-300 mg/dl. Customer performed an infusion set change to address the issue and resumed insulin delivery.